Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Visual examination of the provided pictures identified implants with foreign material on them, only the tibia has the part and lot number visible. The tibia stem and locking screw for the articular surface are disassembled whereas the stem is still connected to the femoral component. Device history record (DHR) review was unable to be performed as the part/lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a thin periprosthetic lucency surrounds the femoral stem component that may be related to the reported aseptic loosening; the articular surface locking screw is seen on the frontal view and appears to be minimal anterior subluxation of the tibia with respect to the femur; articular locking screw is not engaged; bone quality appears normal.- a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent an initial knee arthroplasty approximately 8.5 years ago. Subsequently, the patient underwent a revision of lcck to rhk due to aseptic loosening. The lcck femur and tibia were removed, as they were both loose. The femur was able to be pulled out by hand. The patella was not revised. Additionally, the lcck articular surface locking screw was not engaged.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#: 00598005701; stemmed tibial component; lot#: 62271412. Item#: unknown; unk-lcck-femoral component; lot#: unknown. Report source: foreign : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00445, 0001822565-2021-03522.